Manufacturer narrative:
Additional information: h6.

Event description:
It was reported, that the pacing dependent patient presented to the emergency room. After a syncopal episode. A device interrogation, revealed episodes of pacing inhibition caused by over-sensed noise exhibited by the right ventricular lead. The patient was scheduled for explant. And the lead was replaced. There were no further patient consequences.